Event description:
Olympus received a voluntary medwatch that stated a pt's blood culture tested positive for cre klebsiella pneumonia after undergoing an endoscopic retrograde cholangio-pancreatography (ercp) procedure. The user facility noted that the pt had no history of the this organism. Olympus has made multiple attempts to contact the user facility for additional info by phone and in writing with no results. No further info is available at this time.

Manufacturer narrative:
This supplement report is being submitted to report additional information received via a news article which stated that the patient had expired. If any further additional information is received this report will be supplemented accordingly.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for eval. If any additional info becomes available this report will be supplemented accordingly. As part of our investigation with this report, an olympus endoscopy support specialist (ess) performed an in-service and trained staff on tjf-180v reprocessing at the user facility on 05/24/2015. The ess observed that the user facility was not following the IFU for reprocessing of duodenvideoscopes correctly. Freshwater was not being used for every scope, single-use items were being used to clean multiple scopes and reusable items were not autoclaved or high level disinfected per each use. Additionally, this account uses a third party for repairs and was unsure of the serial number of the scope.